Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred and wire perforated the shaft of the catheter. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A stingray lp catheter was selected for use. Antegrade dissection reentry technique was performed. The stingray catheter was advanced towards the target lesion at the re-entry zone and oriented to correct projection, however when the stingray guidewire was advanced, resistance was encountered at approximately 10 cm proximal to the stingray balloon. It was also noted that the wire appeared to be outside of the catheter during angiography. Furthermore, it was noted that the balloon ruptured at 6 atmospheres. The device was removed and another guidewire was advanced across the cto lesion via true lumen and then 4 stents were deployed. After the case was finished, the device was inspected and found out that the guidewire punctured the catheter shaft at approximately 10 cm proximal to the balloon at the transition point between the flexible and stiff section. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a stingray lp balloon catheter with an unidentified guide wire still inserted in the catheter. There was contrast and blood in the inflation lumen. The balloon, markerbands, proximal bond, shaft, and tip were microscopically examined. Functional testing was conducted using a water filled inflation device to inflate the balloon. The balloon inflated but could not hold pressure and the inner shaft and outer shaft was found to be perforated. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the device was inflated to 6atm which is above the rated burst pressure (rbp). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12132. It was reported that balloon rupture occurred and wire perforated the shaft of the catheter. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A stingray lp catheter was selected for use. Antegrade dissection reentry technique was performed. The stingray catheter was advanced towards the target lesion at the re-entry zone and oriented to correct projection, however when the stingray guidewire was advanced, resistance was encountered at approximately 10 cm proximal to the stingray balloon. It was also noted that the wire appeared to be outside of the catheter during angiography. Furthermore, it was noted that the balloon ruptured at 6 atmospheres. The device was removed and another guidewire was advanced across the cto lesion via true lumen and then 4 stents were deployed. After the case was finished, the device was inspected and found out that the guidewire punctured the catheter shaft at approximately 10 cm proximal to the balloon at the transition point between the flexible and stiff section. No patient complications were reported and the patient's status was stable.